Event description:
It was reported during implant of the pacing lead that after implantation, the parameters were inaccurate and it did not function properly. During implantation, excessive bending or twisting of the lead, or prolonged friction from cardiac pulsations after surgery, caused the internal conductor (such as the copper core) to break, which prevented pacing pulses from being transmitted to the distal electrode tip. Damage to the insulation layer led to electrical leakage between the lead and the myocardium or blood, which resulted in pacing energy loss and potentially induced arrhythmias, such as ventricular premature beats (pvcs). The electrode tip was scratched or impacted by instruments, which caused deformation or detachment of the pacing/sensing electrode plates. Fibrous sheaths adhered to the electrode tip, which isolated it from electrical contact with the myocardium and reduced pacing efficiency and sensing sensitivity. This resulted in a "no response to pacing" phenomenon. The lead was immediately replaced with a new one. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.